Manufacturer narrative:
H2-3) the software investigation found that the reported event was related to a software issue. The logs captured corefile on the date of issue, generated by "qmlguiservice", coredump captured that the program terminated with signal sigsegv, segmentation fault in libnvidia-glcore.so.430.40 library with the function unmap (). This issue was documented in a medtronic navigation software anomaly tracking database. Codes: b01, c10, d18. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID: 9735762 , software version: 2.1.0 h6: multiple annex a codes were coded for this event. (B)(6) was coded for the error 64. (B)(6) was coded for the forced reboot. H3, h6: no products were received by the manufacture for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system presented an error 64 and forced a reboot. Error occurred after site had completed navigating so there was no patient impact. No further troubleshooting could be done at time of call due to intra-operative setting. There was no delay in surgery. There was no impact on patient outcome.